Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper line break and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One xtr clip delivery system (cds) was advanced, but grasping was noted to be difficult. After a couple grasping attempts, the grippers did not respond. It was then noted that a gripper line break had occurred. The clip was retracted and replaced. It was noted that there was a clinically significant delay in the procedure, causing damage to the posterior leaflet. An additional mitraclip was implanted, reducing mr to a grade of 3. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated, and the reported gripper line break was confirmed via returned device analysis. The gripper actuation, and positioning failure could not be replicated under testing environment. The clip cover was observed to be torn and a cut was observed at the ends of gripper line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated, and the reported gripper actuation issue and deformation of gripper line appears to be the cascading effects of the gripper line break. However, a definitive cause for the reported gripper line break could not be determined in this incident. The definitive cause for the reported positioning failure and observed torn clip cover could not be determined. The tissue damage appears to be related due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.